Event description:
A non-healthcare professional reported that after surgery, a fiber very similar to the long fiber was saw in the patient and had to bring back the patient to the operation room to clean it out. Non-healthcare professional concerned this was coming from something from their instruments or the intraocular lens or cartridge. There are three medical device reports associated with this complaint. This report is 3 of 3. Additional information received stating that suspected instrument used was cartridge.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).